Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one endeavor sprint drug eluting stent was implanted into the lad and one non medtronic stent was also implanted into the lad. Approx 3 years post index procedure, the patient died due to unknown cause. It was reported that the death was classified as cardiac death.